Event description:
It was further reported that during the index procedure, the denovo target lesion was 99% stenosed, 3.5mm in diameter and 15mm long. Predilation was performed. Post-dilation was not performed. Residual stenosis was 0%. The patient was discharged without complications 4 days later on bayaspirin, plavix and warfarin. The patient died in the transferred hospital.

Event description:
(B) (6). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B) (6) 2007 at index, the physician implanted a 3.50x16mm taxus express2 stent in the left main coronary artery (lmca). The patient was transferred to another facility post-index procedure. In (B) (6) 2008, it was noted that the patient expired. The physician attempted follow-up with the patient, and was informed the patient died. ¿the physician was unable to obtain cause of the death due to the family's wish.¿

Manufacturer narrative:
Additional manufacturer narrative: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)

Manufacturer narrative:
(B)(4)